Event description:
Customer reported a button error on his insulin pump. The numbers started scrolling when programming a bolus delivery. Customer replaced the battery and the device alarmed button error. Customer's blood glucose is 198 mg/dl. There were no significant events leading to the alarm. Customer noticed a strong insulin smell inside the reservoir compartment. He declined troubleshooting for the insulin smell. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. Scrolling of numbers on it's own was not noted. The insulin pump was received with cracked case at display window corners, battery threads, minor scratches on display, missing end cap sticker and stripped battery cap slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.